Event description:
A product liability claim was raised. It was reported that the patient was implanted an unknown zweymuller femoral stem on the right side on (B)(6) 2001. The patient was revised on (B)(6) 2013 due to breakage of the stem.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical report of implantation, endoprosthesis pass) were provided. As not lot numbers were provided for the device, the device history could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. Zimmer's reference number of this case is (B)(4).